Event description:
This pt had a tfc fusion cage and sdrs rodding system implanted in 1999. Reportedly there was lateral cage migration. The cage was explanted on event date. The rods were also removed during this procedure to gain access to the cage. Sales rep was in the surgical suite during removal, and stated he saw no damage to the cage. Pt outcome is unknown.